Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the hospital nine days post implant. Inter- rogation of the device found no capture or sensing. Lead impedance was 365 ohms bipolar and <200 ohms unipolar. The lead was found to be dislodged, but was successfully repositioned.